Manufacturer narrative:
The green reload that was used during the reported event has been returned and evaluated by the failure analysis team. The reload was found to have the knife exposed and slightly dislodged within the knife track. The reload was partially fired. The reload was found to have a firing failure based on log review. An additional observation no reported by the site was also observed. The reload was found to have cartridge damage along the knife track. No material appeared to be missing. The cartridge damage at the distal end was done during in-house testing. The reload was transferred to engineering for additional testing. The initial findings were confirmed. The reload was further disassembled for visual inspection of internal components. The knife was observed to be bent within the shuttle assembly, making it difficult to remove from the reload. The shuttle was purposely broken in order to release the knife the knife was then visually inspected for damage and was found to have multiple, severe, mechanical indentations along the majority of the cutting edge. The top left side of the knife was damaged and exhibited signs of being hit by a force from the left side. The right-side inner cartridge was damaged towards the distal end, with the bottom of the knife track appearing to be crushed from above. Review of the logs confirms there was a firing failure with a green reload during the reported procedure. Multiple incomplete and aborted clamp attempts proceeded both firings with the stapler involved. Per the logs, the completion percentage of the firing was ~84%, which aligns with the forward progress of the knife of the returned reload. Peak firing force had exceeded the threshold, which resulted in the firing stopping. Damage observed to the knife and inner cartridge suggest the knife was met with a large, unknown force, from the left side during the firing sequence. The force caused the knife to bend a significant amount to the right, caused damage to the inner cartridge and knife track, and ultimately led to the firing force exceeding the prescribed limit.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained additional information regarding this event: the instrument was inspected before use and nothing abnormal was identified. The instrument could be released from the system. The issue occurred on the 2nd, 3rd, and 4th fire of the stapler with a green reload. The problem with the stapler did not occur after a system error. The operation could be completed with a new stapler. The reload could also be sent back for evaluation. No photographic images of the instrument(s) or a video recording of the procedure available for isi review are available. The patient was male and weighed 80kg. Isi received the sureform 45 stapler instrument to perform failure analysis. The sureform 45 stapler instrument was analyzed and found to have a used reload installed at the distal end. The reload was removed without any issue. The firing failure with the sureform 45 stapler instrument was not replicated on the in-house system. The sureform 45 stapler passed initialization, recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The sureform 45 stapler clamped, fired, and unclamped successfully. A sureform 45 black reload was used with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the blade of the sure form 45 stapler instrument was no longer moved back. The stapler instrument did not trigger staples all the way to the front of the reload. The procedure was completed with no patient harm.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the sureform stapler 45 instrument for the reported procedure date was conducted by failure analysis engineer (fae). Investigation revealed the following: the logs showed part number# 480445-04, lot number# l11230302-0415, was installed on the system two times and fired two green reloads. On install 1, the first 3 clamp attempts were incomplete, stopping at approximately 59%, approximately 53%, and approximately 68% completion, respectively. The fourth clamp attempt was successful and the firing was completed with no pauses for compression. On install 2, the system failed to detect the reload color and the user manually selected the green reload via the gui on the surgeon side console (ssc) touch pad. On this install, the first 3 clamp attempts were also incomplete, stopping at approximately 54%, approximately 64%, and approximately 66% completion, respectively. The fourth clamp was aborted by the user at approximately 71% completion. The fifth clamp attempt was successful, but was followed by a firing failure. The firing stopped at approximately 84% completion, after a duration of approximately 46 seconds. Peak firing torque measured by the system was 700 n. The incomplete clamps each had peak clamping forces between 512 n to 545 n. All unclamps were completed successfully per the logs. The stapler instrument was then removed and not used again in the procedure. There were no stapler instrument related errors in the msc logs for this procedure. .